Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter (px slim). During the procedure, the physician experienced resistance while inserting the ruby coil into the px slim. Therefore, the ruby coil was removed. The procedure was completed using three additional ruby coils and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was returned but misplaced by the manufacturer and cannot be located. Therefore, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10. Device available for evaluation? (Do not send to FDA). 2. Section h. Box 3. Reason for non-evaluation. 3. Section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.